Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2016. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. A 2.75mm x 32mm liberté¿ stent was advanced to treat the lesion. However, during procedure, the stent broke inside the patient. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.